Manufacturer narrative:
H.6. Investigation summary: based on the sample pictures the following observations were made: the condition of the part in the pictures sent by customer was evaluated and compared to a physical part from the regular manufacturing process and it was found two things. According to the DHR review process; the result showed there were no issues reported like lid deformed during the manufacturing process of the lot number reported under this customer complaint. A)it was observed a deformity in the area where the customer is reporting the deformation. This condition cannot be seeing under regular inspection method (ocit001), specific viewing angle, lighting and inspection time are required to detect the condition reported. B)molded part is cosmetically acceptable as per acceptance criteria, however that condition can be further improving to prevent future events or affecting on production functionality. Based on information provided was confirmed the root cause like a failure mode related to the manufacturing process because the tooling evaluation has confirmed this issue due to a worn out on the mold. A preliminary repairment was already performed and a full refurbish is scheduled for this mold before the end of next quarter of this fiscal year, molded part will continue to be monitored to ensure the condition of the part does not affect the function of the product. H3 other text : see section h.10

Event description:
It was reported that before use of the bd¿ sharps collector the lid was deformed. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the lid was deformed.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd¿ sharps collector the lid was deformed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the lid was deformed.